Event description:
It was reported that during a surgical procedure, the device was reading over 100 degrees fahrenheit when set at 90 degrees fahrenheit. The second half of case was not able to be completed. The pt had received a local anesthetic. There were no adverse consequences and no medial intervention required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.